Manufacturer narrative:
Name: abbvie inc. Street: 1 north waukegan road. Line 2: north chicago. City: north chicago. State: il. Zip code: 60064. Based on the available information, this event is deemed to be a reportable malfunction to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced adhesive issues with infusion set cannula stay time (no more than one day). No further information is available.